Manufacturer narrative:
(B)(4).

Event description:
The physician was using an in.pact pacific drug eluting pta balloon catheter to treat a lesion in the popliteal artery. The lesion was described as non tortuous without calcification. The lesion was pre-dilated. During the procedure a candy effect was noted on the balloon. No patient complications reported. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Image review: one still image was provided for review. The in.pact pacific was used to treat a lesion in the popliteal artery. The image shows the balloon not uniformly inflated showing a necking in the balloon profile ¿candy wrap effect¿. Operational problems - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.